Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the hm3 lvas, serial number(B)(6) and the reported right heart failure could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 2.5" from the pump header. Two additional portions of the pump cable were returned measuring approximately 10" and 4", respectively; however, upon closer inspection, the 4" portion of the silicone jacket was empty with no underlying driveline wires. The distal portion of the pump cable containing the inline connector and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief had been severed near their hardware. A small portion of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Additional segments of the graft and bend relief material were returned. The apical cuff was returned secured with the cuff lock fully engaged.(B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came to clinic in for the right heart failure (rhf) and with driveline drainage on (B)(6) 2023 when controller fell and tugged on the driveline. The patient went to emergency department (ed), then was admitted (B)(6) 2023 in decompensated right heart failure. Driveline and blood cultures were obtained. On (B)(6) 2023, the patient was started on antibiotics, cefepime, metronidazole, piperacillin and tazobactam (pip-tazo), and vancomycin. On (B)(6) 2023, patient's cultures were noted to be positive for meticillin-sensitive staphylococcus aureus (mssa), and the patient was switched to treatment with IV antibiotic cefazolin. Small fluid collection was noted around driveline. The patient was treated with 2-week course of cefazolin then switched to doxycycline until transplant for continued suppression. The patient remained inpatient until transplant on (B)(6) 2023. The patient underwent cardiac transplantation urgently due to right heart failure. The patient had right heart failure since before left ventricular assist device (lvad) implant. Re-current right heart failure was not vad related per clinician. The patient was on a milrinone drip at the time of transplant. Transplant work-up was completed, and the patient received their heart during this admission. Lvad was operating as intended at time of transplant (no device issues).